Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141 - 2023 - 00689. The aware date was previously reported incorrectly. The correct aware date is 22 feb 2023. T if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is unknown. PMA/510(k) number is k101880.

Event description:
It was reported that the implant hex damaged at tooth site #14 and was removed. Transfer coping fractured into hex and unable to remove. Replaced implant with the same type.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation was performed and identified the implant and bundle mount have signs of use. The implant's drive feature was damaged, and the mount was seen fractured at the hex. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The implant and bundle mount were damaged and drive feature was also damaged. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.